Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The product support engineer (pse) advised the customer to try a new da pcb and provided part ID. The pse followed up with the customer and was advised that da pcb resolved the issue and unit is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed test 4, pressure accuracy, of the performance verification testing. No patient involvement was reported.